Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that, the customer had high blood glucose which ranges from 300 mg/dl to 500 mg/dl. Customer changed the entire infusion set it still keeps getting high and it was painful when they insert the infusion set and gave a shot to treat. Gave blood sugar at the time of event 515 mg/dl and current blood glucose was 545 mg/dl. Customer was laying down and noticed that her blood sugar keeps getting high and high. Customer's mother was also reported that, the infusion set cannula was bent. Customer reported the following symptoms related to their high blood glucose were nausea,vomiting, body ache and headache. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Always change the entire infusion set system if blood sugar continues to rise. The device will not be returned for analysis.